Manufacturer narrative:
Procedure was completed successfully with second implant. Patient is doing well.

Event description:
The first implant we utilized almost immediately hydrated and the surgeon's finger went through the axis of the implant when pushing into the notch and could not be implanted. Quick hydration caught us all off guard. Case was completed successfully with a second device (lot 7009359).